Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, an increase in the pacing impedance and a loss of capture were observed on the right atrial (ra) lead, which is suspected to be due to the helix of the ra lead not being screwed properly during implant. There was no alleged malfunction on the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.